Event description:
My son, is a contact lens wearer. I am not certain of the date last fall -I will have to contact his eye dr-, my son began an extreme case of redness and sensitivity to light. I took him immediately to our eye dr who diagnosed it as an infection. We had to visit his office several times. There was some concern that he had experienced some damage to his eyes because the infection was so severe. At one point, the eye dr examined his contacts -in their case and contacts were covered with a fungus. I felt it could be the contact solution and I mentioned this to the dr who said it was possible. My son was using the renu solution from bausch & lomb. Because of this extreme infection my son had to discontinue his use of contacts for several months and now can only wear the contacts that are wearable for only one day at a time and he is not supposed to wear them every day. The eye dr did this as a precaution because the eye infection had been so severe, he didn't want any more damage done to his eyes. I did throw away the solution that was left in the bottle because I felt it could be the cause of this problem.